Event description:
It was reported a hematoma developed at the pt's lead incision site. The physician drained, irrigated with antibiotic solution and applied topical antibiotics to the area. Follow-up revealed the issue has been resolved and the patient has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.